Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that his implantable neurostimulator was originally placed in the lower back, and over the years it had migrated to his left buttock. There were no patient symptoms or complications reported.